Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was 0.168 miu/ml and it was reported outside the laboratory. On (B)(6) 2013, the sample was repeated and the result was 392.0 miu/ml accompanied by a data flag. On (B)(6) /2013, the sample was repeated again and the result was 389.2 miu/ml accompanied by a data flag. According to the customer, on (B)(6) 2013, the sample was repeated on a cobas 6000 e601 analyzer and the result was 389.2 miu/ml. The patient was not adversely affected by this event. The hcgb reagent lot number was 171601. The expiration date was requested but not provided.

Manufacturer narrative:
A definitive root cause could not be determined. The quality control data was within range and a reagent issue was not evident. It was noted the customer was not following the recommended calibration schedule. It was noted the customer was not using the correct sample tube types.